Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure, seroma.

Event description:
Healthcare professional reported left side exposure and seroma. Device has been explanted.

Event description:
Healthcare professional reported left side exposure and seroma. Healthcare professional later reported "failure to heal". Device has been explanted and replaced.

Manufacturer narrative:
The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported left side exposure and seroma. Healthcare professional later reported explanted device due to "exposure and failure to heal ". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5.